Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic and motor assembly. The device also had cracked battery tube threads and scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the display went blank after the insulin pump was submerged in water for 20 minutes. The customer stated he went swimming and forgot to remove the insulin pump. The customer confirmed there are no visible cracks but there is fluid under the lcd display. Blood glucose value was 18.0 mmol/l; which as treated with manual injection. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.